Manufacturer narrative:
The customer stated they ran additional patient samples that had initially been positive for troponin t stat within 24 hours of the 1 patient sample in question. No other patient samples recovered as negative after initially being positive. The customer has not had any further issues and thinks this event was related to the patient sample.

Manufacturer narrative:
No suspicious alarms were observed during a review of the alarm trace from the day of the event. The high result was generated on measuring cell 2 of the instrument. A review of the assay performance check data indicates a problem with measuring cell 2 (carry over/contamination of reagent probe). The preventive maintenance done by the fse most likely solved the issue that caused the erroneously high result. An assay performance check done after the service action indicated the instrument was operating within specification.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of an erroneous high result for 1 patient sample tested for elecsys troponin t stat assay (troponin t stat) on a cobas 6000 e 601 module. The erroneous result was reported outside of the laboratory. The initial troponin t stat result was 0.178 ng/ml with a data flag. This result was reported outside of the laboratory. The sample was repeated and the result was <0.010 ng/ml. The physician questioned the initial result after receiving the second result in serial testing. No adverse event occurred. The troponin t stat reagent lot number was 17644301 with an expiration date of 08/31/2017. The most recent preventive maintenance visit was on 08/03/2016. The field service engineer (fse) visited the customer site and performed instrument tests where a portion of the service testing failed. All seals and pinch tubing were changed on the instrument and bleach was run through reagent and sample probes. Instrument tests were re-run and all results were acceptable. The customer ran calibration and quality controls. The system was operational.